Manufacturer narrative:
H2: corrected information in h6 (component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The inserter tip fractured from the insertion shaft. The sutures were not returned. The anchor has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. An image evaluation was performed and found an arthroscopic image with the anchor being inserted. The second image shows the tip of the insertion device is broken. The anchor is next to the device; there is no visible damage. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found in the first one an arthroscopic image with the anchor being inserted. The second image shows the anchor broken off with the device next to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during rotator cuff repair, the twinfix anchor broke while being inserted into the bone. The fragments were removed from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.